Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited noise and failure to capture at 0.5 mv. The lead was suspected to be unable to capture at this output and external heart monitor showed signs of two second pauses during paced intervals. The pacemaker system was turned off on (B)(6) 2018 and a competitive leadless pacemaker was implanted. The patient was reported to be in stable condition during and post procedure.